Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 6/23/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/22/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: the product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that two foil packets of product code vcp347 could be observed. The reported condition could not be observed in the picture, since only was observed a section of the suture. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. H6 investigation findings: c22 - procedure related photo review.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if the suture snapped into separate pieces or if the entire suture separated from the needle? Response: entire suture separated from the needle. Can you please describe were there any patient consequences? Response: no patient consequences was noted, no harm to the patient. Can you please confirm was the procedure successfully completed? Response: yes, procedure was successfully completed with the use of a new suture could you please confirm the device's availability for return? Response: nurse did not keep the suture so suture is not available for return.a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: events reported in 2210968-2021-04860. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2020 and suture was used. During the procedure, the suture snapped at the swage after taking first bite on the uterus while pulling suture through during a lscs case. Happened to 2 similar sutures from the same batch. Surgery was completed with the use of 3rd suture of the same batch. No adverse patient consequences were reported. Additional information was requested.